Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the caller with instructions to reset the pump, and no further issues occurred after the reset. The customer was advised to continue using the pump and to reach out if the issue recurred.